Event description:
It was reported that the balloon ruptured. This ranger global dcb otw 5.0 x 100mm, 80cm was selected for use in an endovascular therapy procedure. The lesion was located in the superficial femoral artery (sfa) and was 90% stenosed, moderately tortuous, and severely calcified. The first balloon inflation was at 6 atmospheres for three minutes. The pressure at the time of balloon rupture was at 8 atmospheres. The device was able to be removed without problem, and the procedure was completed with another ranger balloon. There was no patient injury.